Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications during initial implantation (B)(6) 2018? Please specify two small areas where the mesh sling was exposed in (B)(6) 2019? Describe any medical / surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors for patient mesh exposure?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. In (B)(6) 2019, the patient came back due to suspected mesh erosion to vagina. In local anesthesia, the mucosa was loosened and pulled across the exposed mesh. Additional information has been requested.